Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The customer declined service, so no parts were replaced.

Event description:
It was reported that the master tool manipulator (mtm) had errors. There was no report of patient involvement.